Manufacturer narrative:
The generator in use during the procedure was returned and found to function within specification. The incident handpiece has been discarded and cannot be evaluated. See attached memorandum for add'l info.

Event description:
The initial report stated that the unit was called in with an unk failure in 2007 to service. On august 10, 2007, the customer calls and said that the pt continued to bleed after a vaginal hysterectomy was completed. A ligasure xtd handpiece was used during the surgery. Two hours after the surgery, the pt's blood pressure dropped and required re-operation. The surgeon used sutures to close during the re-operation. The pt required a transfusion. The handpiece from the vaginal hysterectomy was discarded prior to the re-operation and is not available for evaluation.